Event description:
The customer reported to customer service that while using the pump in style pump she developed clogged ducts which manifested into mastitis.

Manufacturer narrative:
In follow-up with the customer on (B)(4) 2013, she had indicated that she had formed clogged ducts resulting in mastitis. She was diagnosed at the (B)(6) hospital in (B)(6). She was prescribed rosesin, bactrium on (B)(6) 2013. She had completed all of her medication, but continues to have issues. On (B)(4) 2013 a medela clinician spoke with the customer and the customer reported that she is no longer breast feeding on the advice of her physician. She had a long labor, emergency c-section and was hospitalized for a lengthy stay along with her baby who was treated for meconium aspiration. She was breast feeding her baby through the time of discharge. At home, she developed mastitis which became an abscess and she was readmitted for I&d. (B)(6) was cultured from the wound. She was treated with antibiotics for an extensive period of time and is now recovered and her baby is also well. She reports no issues with her pnsa, stating that its performance was 'fine. "Mastitis is usually a benign, sel(B)(6)f-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression of overwhelming sepsis. Customer sought medical care and was treated with antibiotics and is now recovered. This is a hospital-borne infection not related to a medela product. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).